Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation was breached from the first rib/clavicle. It was also noted that the right ventricular defibrillation coil was pulled/stretched/overstressed and fractured, there was blood ingression in the inner insulation, and the lead was stretched. Performance data collected from the device was analyzed and ventricular short interval count v-sic is 1980 counts, in 13.41 days, between (B)(6) 2012. Three patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2012. Weekly pace lead trend data shows an abrupt increase for max right ventricular pace of 704 to 12464 ohms peak between (B)(6) 2012; 15 ventricular nonsustained tachycardia episodes of less than or equal to 180 ms occurred on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.